Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. S/w version 2.9d unit was not received in manufacture mode. Unable to perform displacement test due to missing retainer. Unit received with cracked select button keypad overlay and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. A crack is scene on the clear ring on the reservoir compartment. The insulin pump will need to be replaced. The insulin pump will be returned for analysis.